Manufacturer narrative:
Follow-up #1: date of submission: 03/23/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings. On investigation, the alleged button tactile issue with moisture ingress was not duplicated. The pump powered up to the display screen with auditory and vibratory features. No damages were found with the keypad cover and the buttons were responsive to user input. Removal of the cover did not find any anomalies with the button contacts. No evidence of moisture intrusion was found before or after the pump was opened. Related to the complaint, the bolus button cover was found to have punctured while the button was responsive. A bolus button leak was demonstrated in a leak test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that after a swim the customer was unable to maneuver through the menu on the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.